Manufacturer narrative:
Additional information was received that the patient was having muscle contractions even after revision procedure. However, the patient did not mind as long as she was getting adequate stimulation.

Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the patient was experiencing muscle contraction reaction. The physician believed that the muscle contraction was because of normal inflammation from procedure secondary to the process of removing a cervical lead (MFR report #: 3006630150-2014-02374). The patient was put on anti-inflammatory steroidal treatment to see how the patient reacts once inflammation subsides but the muscle contractions did not diminished. The patient underwent a revision procedure. During the revision, the ipg was explanted. Malfunction was suspected on the ipg. The ipg had some clotted material inside the ports. In one of the ports, there were debris inside the port covering about 3 contacts. The patient was recovering from the surgery.

Event description:
A report was received that the patient was experiencing muscle contraction reaction. The physician believed that the muscle contraction was because of normal inflammation from procedure secondary to the process of removing a cervical lead (MFR report #: 3006630150-2014-02374). The patient was put on anti-inflammatory steroidal treatment to see how the patient reacts once inflammation subsides but the muscle contractions did not diminished. The patient underwent a revision procedure. During the revision, the ipg was explanted. Malfunction was suspected on the ipg. The ipg had some clotted material inside the ports. In one of the ports, there were debris inside the port covering about 3 contacts. The patient was recovering from the surgery.

Event description:
A report was received that the patient was experiencing muscle contraction reaction. The physician believed that the muscle contraction was because of normal inflammation from procedure secondary to the process of removing a cervical lead (MFR report #: 3006630150-2014-02374). The patient was put on anti-inflammatory steroidal treatment to see how the patient reacts once inflammation subsides but the muscle contractions did not diminished. The patient underwent a revision procedure. During the revision, the ipg was explanted. Malfunction was suspected on the ipg. The ipg had some clotted material inside the ports. In one of the ports, there were debris inside the port covering about 3 contacts. The patient was recovering from the surgery.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg); model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing muscle contraction reaction. The physician believed that the muscle contraction was because of normal inflammation from procedure secondary to the process of removing a cervical lead (MFR report #: 3006630150-2014-02374). The patient was put on anti-inflammatory steroidal treatment to see how the patient reacts once inflammation subsides but the muscle contractions did not diminished. The patient underwent a revision procedure. During the revision, the ipg was explanted. Malfunction was suspected on the ipg. The ipg had some clotted material inside the ports. In one of the ports, there were debris inside the port covering about 3 contacts. The patient was recovering from the surgery.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The ipg was analyzed and passed all tests. Therefore, the ipg exhibits normal device characteristics.